Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 3755-40, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the subcutaneous tunnel lacked a drill bit during the testing in the operation. A new subcutaneous tunnel device was used to completed the operation. It was also reported that there was high resistance of the extension. A new extension was replaced to complete the operation. The patient was in good condition. The cause of the issues were unknown. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The serial number and the implant date were updated. The patient weight was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension (serial no. (B)(4) found that the stimulation body conductor was broken less than 5cm from the proximal end. (B)(4). If information is provided in the future, a supplemental report will be issued.